Manufacturer narrative:
It was reported on (B)(6) 2025 the patient experienced skin irritation in the form of blisters and welts when wearing the mcot universal patch. The patient did seek medical treatment and was prescribed a topical steroid to treat the skin irritation. The patient did follow the skin prep instructions and did not report having any skin sensitivity to metals but does have allergies to adhesives.the patient did discontinue the use of the device. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years of age with a known history of allergies to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of blisters and welts when wearing the mcot universal patch. The patient did seek medical treatment and was prescribed a topical steroid to treat the skin irritation. The patient did follow the skin prep instructions and reported not having a history of skin sensitivity but does have allergies to adhesives. The patient did discontinue the use of the device.